Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (B)(6) displayed user advisory (ua) 02 (compression tracking error) at the beginning of the resuscitation of a cardiac arrest patient. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 02 (compression tracking error) was confirmed in the archive data but was not confirmed during functional testing. The reported (ua) 02 advisory message was not replicated during testing, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The review of the archive data revealed that the autopulse platform was powered on and displayed the (ua) 02 advisory message multiple times around the customer's complaint date, confirming the reported complaint. As the drive shaft rotates and shortens or tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The archive revealed the take-up target and the (max load sum exceeded 31 lbs. Calculated (count/2.52/2.2=kilos)) confirmed the size of the patient or object is too small and light in weight during the take-up/compression. Further review of the archive data showed the occurrence of the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), fault code 16 (timeout moving to take-up position), and (ua) 18 (max take-up revolutions exceeded) error messages around the customer's reported date, unrelated to the reported complaint. Based on the archive data, the customer was able to clear all the error codes. User advisory is normally a clearable error message, and it is designed into the platform to alert the operator that the autopulse platform has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, fault code 16 is an indication that there is an obstruction between the lifeband and the patient or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse hangtag - advisory codes description and action, user advisory 18 indicates that autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or there is no patient on the platform. The recommended actions for this user advisory are to pull up completely on the lifeband, ensure that the patient and the band are correctly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the initial functional test and a load cell characterization test without any fault or error. During further inspection, a known-good lifeband was installed on the autopulse platform, and they were subjected to run-in testing using a normal-sized manikin for 45 minutes in 30:2 mode, followed by 45 minutes in continuous mode. The zoll service personnel then tested the platform with the customer's returned lifeband using a 95% large resuscitation test fixture (lrtf) for about 45 minutes in 30:2 mode and 40 minutes in continuous mode. The platform was then tested with the 95% large resuscitation test fixture (lrtf) for 25 minutes in 30:2 mode, followed by 25 minutes in continuous mode. The autopulse platform passed these tests with no interruptions. During further functional testing, unrelated to the reported complaint, the stiff manual rotation of the driveshaft was noted as a result of a dirty and burred clutch plate and dirty clutch area. The clutch area needs to be cleaned and the clutch plate deburred to address the observed issue. The stiff manual rotation of the driveshaft is likely attributed to wear and tear. The autopulse platform was manufactured in january 2013 and is more than 10 years old, well beyond the expected service life of 5 years. Waiting on the customer's approval for service repair.

Manufacturer narrative:
**UDI related data quality updates only**.